Event description:
The facility's biomedical engineering department reported an infusion pump with a failure code 403. The failure was reported to have occurred during patient use. According to the biomed, no patient injury and no medical intervention have been reported. No additional information was available.